Manufacturer narrative:
The boston scientific sales representative who was present at the implant procedure stated he could not confirm if the lead had sustained a fracture. The device was implanted and successfully interfaced to the replacement lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted implant in this patient's atrium. It was reported that it took forty turns to get the helix to extend. Once the lead was implanted, there was noise and pacing impedance measurements greater than 3000 ohms due to a suspected fracture. Efforts to remove the lead were unsuccessful as the helix would not retract. The lead was surgically abandoned and replaced. No adverse patient effects were reported.